Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer is using the infusion set for longer than the recommended period per the user guide. Tandem technical support educated the customer trusteel infusion set is approved for 2 day use.